Manufacturer narrative:
The account replaced the head end brake casters and the issue remains. The account found the cause was an old style hex rod. The account installed a brake steer upgrade kit to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the head end brake casters will not hold while in brake mode. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).